Event description:
It was reported that; or manager at the clinic, reported the following event to , sales rep : "arthrodesis procedure, patient operated by doctor. Installation and positioning of the patient was performed. While preparing the pedicle sight with jam shidi trocar, he wanted to implant the screw through the pedicle with the screwdriver, the handle broke at the rack. He had to use another handle to complete the procedure. There was a delay of about 5-10 minutes."

Manufacturer narrative:
Method: visual inspection, material analysis, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The inner collar was found to be fractured. The fractured pieces were not returned. Manufacturing history was reviewed and no issues were identified. Upon material analysis of the returned device, it was concluded that the ratchet handle was fractured in a mixed mode of cleavage and ductile due to an applied torsional force while contacting an implant. The measured hardness and elemental composition met the requirements specified on the print. No material or manufacturing defects were found. Conclusion: the root cause of the reported event could not be determined conclusively but potential root causes include: - excessive torsional force applied by user - excess force applied to screwdriver (cantilever) - screw not properly aligned with screwdriver.

Event description:
It was reported that; or manager at the clinic, reported the following event to , sales rep : "arthrodesis procedure, patient operated by doctor. Installation and positioning of the patient was performed. While preparing the pedicle sight with jam shidi trocar, he wanted to implant the screw through the pedicle with the screwdriver, the handle broke at the rack. He had to use another handle to complete the procedure. There was a delay of about 5-10 minutes."